Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the pump; all testing was performed with a test battery cap which was unable to be fully tightened. The battery compartment threads were observed to be damaged. There was no loss of power observed with the test battery cap and the pump powered on to a dim, discolored display. The black box showed no occurrences of the time/date defaulting. A timekeeping accuracy test was performed and the pump maintained the time/date accurately during a 5 day duration test, however, when the pump was left without power for 1 hour, the pump defaulted to factory settings. The pump cover was removed for further investigation and visible inspection confirmed an internal clock battery malfunction.

Event description:
The pump was returned for investigation. Investigation revealed a dim display, stripped threads in the battery compartment and a missing battery cap. This report is made based on results of investigation completed on (B)(4) 2014.